Event description:
It was reported, that after implant procedure. Patient's leadless pacemaker (lp) exhibited loss of capture. Upon evaluation, it was noted from x-ray, that the lp was dislodged and was in leg. The pacemaker was explanted and replaced. The patient was stable.